Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 36 mg/dl, and a loss of consciousness, seizure, a fall causing bruising, and customer stopped breathing. Cause of low bg level was unknown. Prior to arriving at the ER, customer required cardiopulmonary resuscitation (CPR) from partner. At the ER, bg was treated with intravenous fluids. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.